Event description:
It was reported that a remote transmission indicated intermittent atrial lead undersensing. Follow up with the rep indicated that the lead did not appear to be undersensing. A manufacturer representative was contacted to check the device but there was no undersensing noted and no programming changes were necessary. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.